Manufacturer narrative:
(B)(4). Date sent: 2/20/2020. Additional investigation information: ¿ the missing seal transfer is not in the same location on every tray, which is evidence that the issues are not the result of sealer equipment issues or incorrect processes conditions. ¿ exposure to a foreign material (likely a lubricant oil) occurred after device packaging, which led to the seal failure of the packages. ¿ it has been determined the event is isolated to one sales unit and was externally caused.

Manufacturer narrative:
(B)(4). Batch # t92j69. Investigation summary: the analysis results found that har23 device was returned with the tyvek not properly sealed from a corner on the blister, due to a poor seal. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2019. Event day and event month were not provided. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that prior to an unknown procedure, the foil of packaging was found to be not completely closed. Devices are not sterile. There was no patient consequence as this was discovered pre-op.